Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage event on (B)(6) 2024. The insulin drops were coming out of the connector needle. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary. The information in this complaint (B)(4) has been evaluated. The batch 6004912 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi-002688 version 2 on reference samples, 10 samples out 10 samples passed the test. Functional leak test 1 according to wi-002688 version 2 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the packaging lot 6004912 was manufactured according to the wi version 110 manufactured in the line inset 6, on 11/jan/2024, with a total of (B)(4) units. The convert gluing tube lot 4a01586 was manufactured according to the wi version 59 manufactured in the machine 5c02, on 11/jan/2024, with a total of (B)(4) units. The convert gluing tube lot 4a01587 was manufactured according to the wi version 59 manufactured in the machine 5c02, on 11/jan/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 27/may/2025 against malfunction code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing) and lot 6004912 and no other complaints have been registered in database for the same lot number and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no other complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation or CAPA plan.therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.